Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4). (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient cerebrospinal fluid sample tested for albt2 tina-quant albumin gen.2 (alb) on a cobas 6000 c (501) module - c501. The erroneous result was not reported outside of the laboratory. The sample initially resulted as 390 mg/l and repeated as 253 mg/l. No adverse events were alleged to have occurred with the patient. The alb reagent lot number was 253367. The reagent expiration date was asked for, but not provided. The field service engineer adjusted the sample probe, changed rinse and vacuum tubing, and changed teflon tips. The analyzer was confirmed to be working back within specifications. The issue did not re-occur after these actions.